Manufacturer narrative:
Philips service installed power monitoring and recommended breaker replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system fails to boot due to blown breaker; intermittent issue on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.